Event description:
Report was received via social media that the patient was experiencing increased pain and developed an infection. The patient was hospitalized and was prescribed with high doses of pain medication. No further information can be obtained.